Manufacturer narrative:
It was reported that the transducer was unable to zero. Tried multiple thermodynamic cables and attempts. Due diligence has been completed and no additional details are available despite good faith efforts and the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Transducer unable to zero. Tried multiple thermodynamic cables and attempts.